Event description:
During functional testing, the device prompted a "unit failed" message.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty solder joint on the main board.